Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 200 ohms. Isometrics testing was performed and all measurements were normal. Technical services discussed possible causes and that it could also be electromagnetic interference (emi) since the patient is a mechanic. The plan it so prescribe the patient with the latitude home monitoring equipment and would evaluate the patient in the clinic. Engineering analysis was performed and confirmed a slow gradual increase in shock impedances since august. There is a greater than 10 ohm increase in impedances with intermittent saturated readings. The cause of the errant shock readings is unknown. The patient declined to set up the home monitoring system so the plan is to continue to monitor since all measurements were normal. This ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.